Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone complete entry - (B)(6). Sectione1 - address 1 complete entry - (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results for a 53-year-old female patient who underwent an examination at the gynecology clinic and was diagnosed with malignant tumor of the fallopian tubes. The following data was provided (reference range non-gravid women <5 iu/l, early pregnancy: 5-25 iu/l; 1-10 weeks from last period: 202-231000 iu/l, 11-15 weeks: 22536-234990 iu/l, 16-22 weeks: 8007-50064 iu/l, 23-40 weeks: 1600-49413 iu/l): initial result = 149.22 iu/l, repeat = <1.2 iu/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect total -hcg results for a 53-year-old female patient who underwent an examination at the gynecology clinic and was diagnosed with malignant tumor of the fallopian tubes. The following data was provided (reference range non-gravid women <5 iu/l, early pregnancy: 5-25 iu/l; 1-10 weeks from last period: 202-231000 iu/l, 11-15 weeks: 22536-234990 iu/l, 16-22 weeks: 8007-50064 iu/l, 23-40 weeks: 1600-49413 iu/l): initial result = 149.22 iu/l, repeat = <1.2 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The instrument was inspected by the customer, and they found crystals on the sample probe and the diverter, load and unload - moulded base (rohs). The parts were cleaned which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the diverter, load and unload - moulded base (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the diverter, load and unload - moulded base (rohs), was identified.